Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms, loss of capture and noise. A revision procedure where upon removal of the ra lead a fracture was able to be visually seen near the clavicular region. The lead was replaced successfully. No additional adverse patient effects were reported.